Manufacturer narrative:
The acist contrast injection system, model cvi, was tested on (B)(4) 2011. The injection system was functionally tested and met the pre-established specifications. The consumable kits used during the event were discarded by the hospital; therefore, no analysis could be made of these items. Acist's medical advisory board reviewed the information and a copy of the cine-angiogram provided by the hospital of the event: during a right coronary artery (rca) percutaneous coronary intervention (pci) for an occluded mid rca in the setting of an acute myocardial infarction, there were two injections of air bubbles. The first was a single air bubble of less than 1 mm in diameter. The second was several air bubbles, each of approximately 2 mm in diameter. Prior to each injection, the guide catheter did not have contrast in it, suggesting that the air came from the guide catheter, possibly from the "y" connector. Due to the patient's pre-existing condition (acute myocardial infarction), it is unknown if there was an adverse health effect related to the air injection. Based on the results of the testing and analysis of the injector, there is no evidence of device malfunction. The possible source of the air was the "y" connector or the guide catheter, which are located distal to the acist contrast injection system. Acist's risk management has appropriate risk mitigations in place for potential air embolism due to user error, including labeling describing air bubble precautions and the user manual which guides the user through set-up and purge of the injector system. This report is closed.

Event description:
Narrative: patient with acute myocardial infarction (ami). During the percutaneous coronary intervention to treat the ami, air was injected into the patient's right coronary artery. It was reported that the patient experienced chest pain, st segment elevation, and hypokinetic arrhythmia. Worldwide case ID: (B)(4).